Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. No samples were returned for analysis. The reported issue may be related to application or maintenance techniques or pre-existing / concurrent medical conditions. A clinical investigation concluded: the information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It was communicated via e-mail that other products such as prontosan, cavilon, and promogran was also applied to wound and cannot be rule out as possible contributing factors. It was also noted that the dressing was replaced with a different one and the wound is ¿nearly closed wound.¿ since no further harm is anticipated no further clinical assessment is warranted at this time. The associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the allevyn life dressing was ripped, causing allergic reaction to patient. The allergic reaction was resolved with competitor's products(creams and dressings).